Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed lost sensor. Customer also reported that the insulin pump experienced a failed self-test. Customer's blood glucose reading was 342 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement test, error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motion sensor test failure alarm noted. All operating currents are within specification. The insulin pump alarmed during self-test and lost sensor alarms due to fault connector on remote frequency board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and stained end cap sticker.